Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, "35mm drill bit broke while attempting to drill acetabulum" the product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation of " 227435800, pin rev dome drill 35mm" revealed that the tip of the drill bit has broken. The observed condition of the device is consistent with unintended forces such as multiple uses under extreme eccentric loading resulting in premature bending or failure of the drill bit. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the pin rev dome drill 35mm would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 35mm drill bit broke while attempting to drill acetabulum. Nothing was left in patient. There was no patient consequence.